Event description:
It was reported that the insulin gauge displayed an amount different than expected in four separate events on a previous day, which caused the customer's blood glucose level to rise to 600 mg/dl. The customer stated that all four issues occurred consecutively, resulting in high blood glucose without a lack of insulin therapy. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections and resolved the issue by loading a new cartridge in all events. No assistance from any third party was required.